Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple noise episodes were observed through merlin.net transmission. The patient was brought into clinic for further evaluation. Upon review, the right atrial lead exhibited noise. The patient was asymptomatic. The noise was not reproducible in clinic. Lead revision was discussed.

Manufacturer narrative:
Correction: competitor right ventricular lead (B)(4) [model # 6947] should have been reported in initial report rather than blank.

Event description:
New information received notes that the lead was explanted and replaced. Patient was stable throughout the event.

Event description:
New information received notes that insulation anomaly was also observed on the atrial lead.

Manufacturer narrative:
A partial lead was returned for analysis in 3 segments. An abrasion was noted at 33.5 to 33.6 cm from the distal tip. Destructive analysis found an inner insulation abrasion breaching the inner insulation and exposing the inner coil under the suture sleeve. The reported event of lead noise was isolated to the exposed inner coil in the abraded region. The damage found was sustained during the surgical procedure.